Event description:
The device was returned for an air compressor failure. During its initial startup, the air compressor was heard to attempt excessive blowouts and the pump displayed a major pump problem alarm consistent with an air compressor failure. During testing and investigation, the air compressor was found to have been installed incorrectly and was missing all the o rings. The larger o rings were also installed improperly but were present and able to be reseated. It was also found one of the brass barbs of the manifold block was damaged and broke off during investigation, a new manifold will be needed as well.

Event description:
The following has been reported: biomed reported: pump that has internal issue, pump has been cleaned and tried testing an infusion but did not complete the cycle, pump did not stop an active infusion nor did pump cause patient harm. Pump problem a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.